Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low r-wave amplitudes. Defibrillation threshold (dft) testing was performed and sensing was confirmed appropriate. No further intervention was performed and the product remains in service. No adverse patient effects were reported.